Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported the patient was in a motorcycle accident the weekend prior the call and was in a coma. The manufacturer representative was called in the check the device and it was found that it had been overdischarged. The implantable neurostimulator recharger (insr) was not charged and the patient programmer did not have batteries in it. The manufacturer representative was unable to communicate with any external devices. The manufacturer representative met with the patient over the course of the week and it was determined the battery had too many overdischarges and was now unable to hold a charge as well as showing it was at end of service (eos). The patient was going to start looking for a pain management physician to determine the next steps with the stimulator.